Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the set could not be properly primed. There was no report of patient impact. The following information was provided by the initial reporter: not able to prime extension set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, 24-jan-2023. D10: returned to manufacturer on: h6: investigation summary a complaint of extension set not being able to be primed was received from the customer. Four unopened samples of varying lots were received for investigation. Through visual inspection, no defects or damages were observed on the sets. The sets were then attached to a syringe and attempted to be primed. Of the four sets, sample of lot 22079066 occluded. The sample was inspected with a microscope, and excessive solvent could be seen at the female luer. A device history record review for model mp5303-c lot number 22099409 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22079066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the set could not be properly primed. There was no report of patient impact. The following information was provided by the initial reporter: not able to prime extension set.